Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on and then powering off after test strip insertion. Customer experienced dizziness and subsequently lost consciousness, and self-treated with a spoon of sugar and orange juice after he regained consciousness. Customer had contact with doctor who gave a candy and advised him to take insulin in the morning if blood glucose is high and take juice or soda if it is low. No further treatment was reported. There was no report of death or permanent injury associated with this event.